Manufacturer narrative:
(B)(4). This complaint for peritonitis is confirmed because the nurse reported that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. A review of all batch record documents was performed on h10k05047 and h11h19059 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A batch review was performed for h11c31030 and an exception was noted for molding defect associated with the connector component. There is no evidence to support association to the reported problem. The affected product was 100% inspected. Corrective actions implemented and effective. Quality inspections were acceptable with all product release requirements acceptable. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This issue is being investigated through CAPA.

Event description:
Patient called in for assistance with service alarm addressed in a separate complaint. The home patient (hp) mentioned that he had peritonitis. Hp states that he feels full, trouble breathing and has vomited. Hp states the solution that he has drained out is cloudy. Hp states he has peritonitis. Tsr had hp perform a manual drain while in dwell 2 of 4. Hp states he feels empty. Hp states while draining out he was having drain pain. Hp states that he is still having pain. Tsr asked hp if he needs to call 911, hp states that he does not need to call 911. Tsr informed hp to end therapy and call rn. Hp states that he will call rn. On (B)(4) 2012, product surveillance contacted the facility and spoke with the peritoneal dialysis (pd) nurse. The nurse reported that on (B)(6) 2012 the patient was diagnosed with peritonitis. The patient was admitted to the hospital on the same day. The patient was treated with antibiotics (vancomycin) and is recovering. Pd therapy is ongoing. The nurse reported that the cause of the peritonitis was a result of poor aseptic technique and not related to baxter products or the therapy. The patient has been retrained on proper aseptic technique. No samples were available. No further information is available at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.